Event description:
Both leads were explanted and not replaced due to noise. There were no adverse patient side effects reported. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severed approx. 16 cm distal to the is-1 connector pin. Two parts of the lead were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular between 13 and 14.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise reported in the complaint description. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to exposure to constant interaction with a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.